Event description:
It was reported that the right ventricular lead exhibited high threshold and noise. The lead was capped and replaced. The patient tolerated the procedure well and was in stable condition.

Manufacturer narrative:
.